Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported that the patient did not have a doctor. The night prior to the report, she had a flare up localized to her left shoulder blade, or more specifically, under it. This was different than the ones she usually had in the past. Usually when the patient had any type of flare up her entire left arm and hand would always turn red and become swollen. This did not happen on the night prior to the report. The patient turned the peripheral nerve stimulator (pns) system off, in case that might have been the culprit. On the morning of the report, the painful area was still there, so the patient turned the pns system back on. The patient was not able to lift her left arm in some directions, others it was fine. It was noted the patient had not done anything out of the ordinary either. The patient had some of the dilaudid prescription from the doctor so she took on, but it did not diminish the level of pain either. On the friday following the report, the patient was hoping the doctor would be willing to take over her case to address it. This message was sent to the rep in case it had something to do with the leads.

Manufacturer narrative:
Concomitant products: product ID 97712, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient did not receive stimulation at the paddle lead in neutral position. The patient felt stimulation only when they tilted their head. The patient was reprogrammed but the issue was not resolved. It was later reported the patient left arm turned red for a period of time on sunday using the new hd programming then it went away. The hd programming was providing better pain relief. The patient claimed they experienced electromagnetic interference (emi) when they vacuumed. They turned both devices off but still felt stimulation. The patient also noted they had high blood pressure when they used the stimulation. The patient claimed they felt a pop and a pull in their neck on sunday night. There was no pain or change in stimulation. The ins continued to be tender and edged rubbing. Additional information received from the patient reported that following a pop in their neck it had become increasingly painful and they have spasms. They also felt something that they believed to the anchor poking through the suture line but it had not perforated the skin yet. They also felt stimulation inside the front of their chest and down their upper arms but it stops at their elbows despite both devices being off. The patient would check the patient programmer and it would show it was off and the sensation would immediately stop but then slowly creep back up again; like a constant buzzing. They also felt pins and needles running down the outside of their left arm and hand and the pinky and ring fingers were cold. Indications for use are as follows: chronic low back pain spinal pain.